Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower to it's flat position due to malfunction fowler ball screw and bracket link. It was also reported that the siderails would not lock in place due malfunction siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.